Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance about 6 times in the last 6 months due to low blood glucose, with blood glucose of 36 mg/dl at the time of one of the incidents. The customer was calling to get a pump upgrade per a conversation with their doctor. The customer was given intravenous fluids and a shot to treat. The customer was most likely wearing the insulin pump during the incidents. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.